Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was between 25-55 mg/dl. Due to low bg, which was alleged to be due to the malfunction, he required a trip to the emergency room (ER) where he was given glucose and 30u of humalog. He was released in stable condition later that day. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.